Event description:
It was reported that the ipg was not holding a charge and the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.